Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a drop in impedance over a year and the lead had a polarity switch. The lead was capped and the patient was implanted with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.